Event description:
Device 1 of 2. Reference # 1627487-2010-03951. The pt received her scs sys on (B)(6) 2005. It was reported that the pt needed better coverage. The pt said that she could feel the leads pulling and that the ipg felt too big. The sys was replaced on (B)(6) 2010. The explanted devices were returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.